Event description:
The bien air drills consistently spray oil (when used) into the surgical field. I have called the MFR and followed their guidelines for cleaning and lubricating (I use bien air cleaner & lubricating oil) precisely. I have sent them in for repair but they still do this. The oil seeps from one of the joints. This has happened multiple times, and can cause infections if not caught in time. I have been told this is "common" problem and told by MFR's tech support that the oil is not damaging!!! This has happened multiple times. I have 4 of these handpieces and all of them (including some 'loaners') have had this problem. Diagnosis or reason for use: oral surgery to cut bone.